Event description:
It was reported that the customer was hospitalized due to high blood glucose of 380mg/dl. It was stated that the events leading her admission was vomiting. The mother mentioned that the customer was also hospitalized on (B)(6) 2012 due to seizure, and her glucose level was 94mg/dl. The mother stated that the customer has issues with low and high sugar, but they are not sure the cause of it. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.